Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Smarttouch bidirectional catheter (model# d-1327-04-s lot# 17307058m). (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two thermocool smarttouch bi-directional navigation catheters and suffered a cardiac tamponade which required pericardiocentesis. It was reported that there was a non MDR reportable temperature limit error and the temperature would not display. The cables were replaced with no resolution. The catheter was replaced and the issue resolved. After the catheter was replaced a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A tap was performed and an unknown about of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported. There is no further information about the hospitalization and if any additional intervention was performed. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since two ablation catheters were used during the procedure, this event will be reported under both catheters used.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade which required pericardiocentesis. It was also reported that there was a non MDR reportable temperature limit error and the temperature would not display. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Per this condition the force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. An internal corrective action was created to address tc breakage on the tip section for st and st sf catheters. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/11/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).